Manufacturer narrative:
The product was returned for analysis and damage was observed to the lens. Photo review: the returned photo shows iol in the iol case. Iol appears to be pressed down against iol case posts and appears to be damaged/deformed. There appear to be red marks present on the iol. Additional information: the complainant states the use of a non-company viscoelastic which is not qualified to be used with the associated iol/cartridge combination. Additional observations were as follows: iol returned positioned incorrectly and pressed down on two(2) posts of the lens case base resulting in gross optic and haptic damage. Solution is dried on both surfaces of the optic and one haptic. One haptic is broken/torn and not returned. The optic is cracked/fractured and scratched/marked-rejectable while we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow the company instruction of company qualified iol delivery system product combinations and alternative viscoelastic, as the complainant states the use of an unqualified combination. The use of nonqualified combinations may result in delivery issues and/or damage. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: 2020-03609.

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the lens presented with a defect in the optic. The surgeon used a backup lens to complete the case. There was no patient impact.